Manufacturer narrative:
It was reported that the procedure was a left transverse carpal tunnel ligament release procedure and the suture was placed in the left palm. At the one week post operative visit, the patient had developed beefy red granulation tissue at the granulation site. The patient was given betadine paint to the incision edges, and keflex for 5 days. At the two week follow up, sutures were removed. They continued to use betadine and keflex. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hand surgery on (B)(6) 2014 and suture was used. One to two weeks following the procedure, the patient experienced oozing and weeping wound with beefy red appearance. The patient possibly received antibiotics or peroxide soaks and betadine swabs. The patient has recovered. No additional information was available.